Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 at 11:59am. The data from the reported event date of (B)(6) 2014 was unavailable for review due to continued pump use. There was no activity outside normal use observed in the black box. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no issues occurring. There were no air bubbles or errors, alarms, and warnings during testing. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an ongoing issue with air bubbles. Additional information was not provided. The patient¿s healthcare provider requested that the pump be replaced. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.